Manufacturer narrative:
Evaluation of explanted device found evidence of scratches that cover the entire bearing surface and embedded particles that appeared to be metallic. The scratches are likely the result of third body debris in the joint space. There is also evidence of material removal and wear.

Event description:
It was reported that patient underwent a reverse total shoulder arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to infection. All components were removed and replaced with cement spacer molds.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 10 of 10 mdrs filed for the same event (reference 1825034-2015-03405 / 03414).